Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred by one of the following stressors to the insertion section: physical stress that the insertion section was scratched, hit and so on. Chemical stress by conducting reprocessing which is not recommended by IFU (reprocessing manual). Stress by the poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays and so on). However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing which is not recommended by reprocessing manual is warned in IFU (reprocessing manual) as below. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. Storing endoscopes in poor environment is warned in IFU (reprocessing manual) as below. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of the customer¿s evis lucera bronchofibervideoscope in an unknown diagnostic procedure, it was discovered that the device had a leakage in the bending section. The procedure was completed with no issues using a similar device. Upon inspection and testing of the returned unit, it was discovered that the connecting tube coating was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation of the device in receipt inspection.